Manufacturer narrative:
(B)(4). The event of peritonitis occurred on an unspecified date in (B)(6) 2013. A batch review was conducted for potentially associated lot numbers h13d30160 and h13c29016 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 1 of 2 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient experienced heart issues and low blood pressure at the same time as the peritonitis. Treatment information was not reported. The patient was recovering from the peritonitis. No additional information is available at this time.